Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the site. The site submitted archives containing over 2gb worth of data, which is abnormally large. The submitted archive contained over 35 different series, which if turned on would throw a low system memory error. Not all exams need to be turned on.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after loading a complex data set with fibertracks that were generated on stealthviz, the medtronic representative (mr) received the low system memory message. He then followed the on-screen instructions and the model would not automatically re-generate itself, it required the mr to select another patient's set of images, then re-select the original patient with the new preferences to load the model. From that point, the system would operate fine until it would reach a breaking point and show the message again. The worry was that if this event occurred during a case, if one too many features are turned on, the only recovery on this system is to go out and back in. The mr was able to get the system to re-generate the model automatically after rebooting. There was no patient present when this issue was identified.

Manufacturer narrative:
The software logs were further reviewed, and there was no indication of failure based on the observed behavior. The software worked as intended. If information is provided in the future, a supplemental report will be issued.